Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump did not alert for low blood glucose over two days. The customer repoted that there was a visit to the emergency room due to a low blood glucose below 20 mg/dl. The customer reported that the thought she was treated with IV glucose. She reported that she may have overdelivered insulin. The threshold suspend feature was turned off. The customer stated she did not remember turning off the feature. The customer was advised to monitor the insulin pump.